Event description:
Caller reported discrepancy in insulin gauge display compared to expected amount, with pump showing unanticipated fill estimates. There was no adverse impact to the customer's blood glucose level. Caller administered a bolus of insulin to adjust the displayed estimate and chose to continue using the current cartridge after receiving guidance on using room temperature insulin and removing air from the cartridge.